Manufacturer narrative:
Approximate age of device ¿ 7 months.  The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an episode of bright red blood per rectum (brbpr). The patient felt weak all over and very lightheaded, but had no chest pain or shortness of breath. Anticoagulants at the time of event was plavix. The patient was hospitalization and transfused with 2 units of packed red blood cells (prbcs). Site of bleeding was reported to be gastrointestinal. The bleeding resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was initially reported that ¿bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system.¿ however, the lvad reported was a heartmate ii and h10 should have stated that bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system.